Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ the foreign material was possibly not removed due to leakage caused by physical damage to the device. This issue is addressed in the instructions for use (IFU): ¿ chapter 6 compatible reprocessing methods and chemical agents ¿ chapter 7 cleaning, disinfection, and sterilization procedures. In addition, concerning the handling of the actual product, the following description is found in the instruction manual. It is possible that the phenomenon can be prevented by this. ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign material exiting from the air/water nozzle and leaking from the tip and there was black material coming out of the distal end when using the flex video scope. There was no patient harm associated with the event.